Manufacturer narrative:
Details of complaint: on 10/10/2018. Customer stated this gas unit was not giving accurate readings. Customer had yet to calibrate the unit. Water trap, and tubing were replaced as well as ensuring aux cable was connected. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: operator's manual revision j stated that gas calibration should be performed yearly for stable measuring accuracy. When the accuracy is not appropriate, perform gas calibration. The maintenance history for this device is unknown. Nka repair center evaluated the device and recommended replacing cd-237p gas unit sensor to resolve the issue. When repair services completed replacing the sensor, the issue was resolved. This was confirmed through 2 days of extended testing. Device operated to manufacturer's specification. Device was put into service on 8/4/2011. Warranty expired on 8/4/2016. Gas sensor failed after 98 months of service. Service history for this device shows no other notifications. Due to limited information available regarding the maintenance of the device, the root cause could not be determined. Corrected data: UDI # incorrectly listed. No UDI , pre-UDI requirement.

Event description:
The biomedical engineer (bme) reported that the multigas unit was giving inaccurate readings.

Manufacturer narrative:
The reported problem "gas sensor unit is not giving accurate gas readings" was duplicated. Nihon kohden's repair center powered on and connected the gas unit to the bedside monitor (bsm) for testing. It was determined that the gas sensor unit should be replaced to resolve the issue. Once a po for this repair has been received by nihon kohden, the repair will be performed. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the multigas unit was giving inaccurate readings.